Manufacturer narrative:
Date of death should have been reported as (B)(6) 2018.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No additional information was reported/ additional information was requested but not received.